Event description:
A malfunction occurred with the pump, identified by the code "malf 0." There was no adverse impact to the customer's blood glucose level. A replacement pump was provided to the customer by cts. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Additionally, they were informed to allow the battery to deplete before transporting the malfunctioning pump and needed to return it to tandem using a pre-paid label within ten days or whenever the battery depletes, whichever occurs first.